Manufacturer narrative:
Summarized patient outcomes/complications of mechanical heart valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, coronary disease, diabetes, dyslipidemia, atrial fibrillation, rheumatic aortic valve disease, bicuspid aortic valve, cardiac endocarditis, heart failure, aortic regurgitation. Complications reported included surgical intervention (redo, reoperation), unexpected medical intervention (hemodialysis), myocardial infarction, shock, heart failure, bleeding, pneumonia, renal failure, sternal wound infection, pannus; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature review: long-term incidence and risk factors of subaortic pannus overgrowth after bileaflet mechanical aortic valve replacement.

Event description:
The article, "long-term incidence and risk factors of subaortic pannus overgrowth after bileaflet mechanical aortic valve replacement", was reviewed. The article presented a retrospective, single center study to determine the incidence and risk factors for subaortic pannus overgrowth after aortic valve replacement (avr) with bileaflet mechanical valves. Devices included in the study were sorin bicarbon (livanova) and st. Jude hp (st. Jude medical/abbott). The article concluded that subaortic pannus overgrowth is a late complication after bileaflet mechanical avr, with a gradually increasing incidence. Female sex, smaller prosthesis size, younger age, and concomitant mitral valve replacement are significant risk factors. Complete pannus removal and valve replacement should be considered during reoperation. Further research into the underlying mechanisms is warranted for prevention strategies. [The primary author was hung dung van, heart institution of ho chi minh city, ho chi minh city, vietnam. The corresponding author was nguyen lam vuong, department of medical statistics and informatics, faculty of public health, university of medicine and pharmacy at ho chi minh city, ho chi minh city, vietnam, with corresponding email: nguyenlamvuong@ump.edu.vn] the time frame of the study was from 1995 to 2010. A total of 1145 patients were included in the study, of which 10 (0.9%) received an abbott device. The average age was 40.3 years, and the majority gender was male. Comorbidities included hypertension, coronary disease, diabetes, dyslipidemia, atrial fibrillation, rheumatic aortic valve disease, bicuspid aortic valve, cardiac endocarditis, heart failure, aortic regurgitation.